Event description:
It was reported that the customer received a power source alert while using the tandem-provided usb cable and wall adapter resulting in the pump shutting down. During troubleshooting with tandem technical support, the customer was able to successfully charge the pump using an alternate wall adapter and usb cable. Subsequently, the customer experienced an elevated blood glucose (bg) displayed as "high". A specific bg value was not provided. The customer delivered a correction bolus to address the bg.